Event description:
Rn reports after unscrewing IV line from buff cap, it was still stuck to the buff cap. When the rn pulled the main line to disconnect it the tubing broke off of the connector leaving part of the IV main line in the buff cap. All new tubing obtained and used with no further issues.